Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to patient infection.

Event description:
Boston scientific crm received information that the patient implanted with this device reported that the device and leads were explanted, due to infection approximately less than one month following implant. No further information was available.